Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band did not deploy during the first attempt. It then worked after a few attempts made; however, there was difficulty deploying the bands. It was also noticed that the wire was stiff. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band did not deploy during the first attempt. It then worked after a few attempts made; however, there was diffculty deploying the bands. It was also noticed that the wire was stiff. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a150203 captures the reportable event of bands difficult to deploy. Block h10: investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found without the bands attached. It was noticed that the ligator head teeth and the irrigation tube had no issues. The trip wire was rolled in the handle assembly and not secured in the handle slot. Visual evidence suggests that the trip wire slack was not removed properly during device setup. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". The fact that the slack was not taken up by pulling the proximal end of trip wire on the handle unit, after attaching the ligating unit to the trip wire and that the trip wire had not been secured in the slot on handle unit could have contributed with the reported failure, leading to issues as an excessive wear of the trip wire due to the free movement of it, causing the difficulty to deploy the bands. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.